Event description:
It was reported that the patient was experiencing inadequate pain control with an ¿egg-sized lump at the lumbar incision site¿. A catheter access port contrast study revealed that the catheter was dislodged and coiled in the subcutaneous space. At the time of report, the event was ongoing, but reprogramming had been done to reduce the pump medications. The drug used in the device system was unknown.

Manufacturer narrative:
Final analysis of the proximal catheter segment found that difficulty with the sutureless connector led to explant. Final analysis of the distal catheter segment found there was a broken suture ring on the anchor that was related to the event.

Event description:
Additional information was received. It was reported that the event resolved without sequela on the same day that the catheter was replaced and the pump pocket was revised.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received. It was reported that, following a surgery for chronic low-back pain, the patient was having good pain relief. On july 4th, the patient noticed an increase in his pain and a fluid pocket/swelling at the catheter insertion site. X-rays were taken and a catheter dye study was performed, during which, blood-tinged fluid was aspirated and the catheter was seen to be coiled. At that time, a revision surgery was scheduled. During the surgery, it was seen that a suture had cut through the anchor. The surgeon felt that the anchor needed to be made out of a stronger material. It was indicated that, because the anchor had broken, the catheter slid out of the intrathecal space and the patient stopped receiving therapy. The surgeon the decided to replace the catheter, but there was some difficulty removing the connector from the pump. The silicone on the sutureless connector had slid off of the connector and the area where the connector is pushed was not aligned. After realigning the area, the surgeon was able to remove the sutureless connector and replace the catheter. At the time of report, there was no patient injury. The device system had been used to deliver fentanyl and bupivacaine.

Event description:
Additional information later reported that per the reporter's knowledge there were no precipitating events to cause the catheter migration. It did not appear to be due to the physician's surgical technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.